Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion that required pericardiocentesis. The patient had cardiac arrest and required chest compression. Pericardial effusion was caused by a steam pop according to the physician. They monitored the effusion with the intracardiac echocardiography (ice) catheter and noticed to be growing. The patient was tapped and after completing the pericardiocentesis, the patient continued to decline and the rhythm was into an excessive ventricular tachycardia (vt). The patient was shocked and a pulseless electrical activity found using intracardiac eco. They completed chest compression and the patient was restored. The patient was in stable condition. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.